Manufacturer narrative:
According to the hill-rom field investigation, there was a sharp edge on the i.v. Pole weldment. The hill-rom field technician replaced the i.v. Pole and weldment. Rep called the (B)(6) several times attempting to get more information regarding this event; however, their phone calls have not been returned. On (B)(6) 2004 hill-rom engineering made a manufacturing change to the geometry of the i.v. Pole weldment which eliminated the sharp edge.

Event description:
Customer alleged the cleaning staff was cleaning the IV poles and one of them cut their hand on a sharp edge. No information regarding the severity of the injury was given.